Manufacturer narrative:
UDI -- (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the ous affiliate, after 16 days, a hakim programmable valve became blocked and was revised.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at 30mmh20. The valve was visually inspected; biological debris was noted inside the valve. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed and an occlusion was noted. The silicone was cut just after the valve mechanism. The cam mechanism was moved. The valve was retested for programming and passed the test. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was found on the cam mechanism, and on the base plate. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the programming problem is due to the biological debris found on the cam mechanism, and the base plate. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.